Event description:
During preventative maintenance (pm) via third party service biomed, the v60 display was dim and barely legible, which prompted a call to philips remote specialist (rse). The philips rse informed third party biomed, that the user interface (ui) without the nav-ring currently has no part number with which to order it. Furthermore, part number for the older ui with the nav-ring was provided, but informed it was on an international hold. The customer¿s v60 is now down indefinitely as philips cannot provide the parts. The device was not in patient use at the time of the reported event. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Parts are on hold that are needed to resolve the reported issue and the customer has yet to order. The unit has not been returned to service. No other anomaly was reported.